Manufacturer narrative:
The lead remains implanted. Without the return of the device, it is not possible to reach a definitive root cause. Per the event report, the patient's falls likely contributed to the migration and resulting undesired stimulation. The evoke scs system surgical guide lists potential risk including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of the risks.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation behind the closed loop stimulator (cls) implant site and left leg, which onset after a fall. The fall was not attributed to the patient¿s evoke system. An x-ray revealed a lead migration. A lead revision was completed and therapy restored.